Event description:
Per the clinic the device was explanted due to incorrect location of electrode. The patient was reimplanted with a new device during the same surgery. Additional information has been requested but has not been made available as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
This report is filed march 12, 2014.

Manufacturer narrative:
(B)(4).